Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant aortic cuff was actually implanted to treat the proximal type I endoleak from another manufacturer's stent graft. The maximum abdominal aneurysm diameter measured 90.87 mm. The proximal neck measured 20 mm to 24 mm in diameter along a 10 mm length. The proximal aortic neck angle measured 5 degrees. The supra to infrarenal angulation measured 10 degrees. There was diffuse calcium at the seal zone with 50% of the circumference covered by calcium that had a maximum thickness of 4 mm. It was reported that a CT scan done approximately one month after the index procedure showed a persistent endoleak. The physician suspected a type iii endoleak. The patient received treatment 13 days later. The physician implanted an endurant aui stent graft system. Persistent proximal type I endoleak coming from the gutter area was observed. The physician then implanted the aptus endoanchors. A repeat angiogram was performed and showed a very slow and late endoleak. The physician believes that the endoleak was likely a type ii or a small residual proximal type I endoleak. The physician determined that the endoleak will most likely self-resolve. A CT scan done two days after the index procedure confirmed that no residual endoleak was observed. The investigator stated that the cause of the type ia endoleak was a poor proximal seal with calcification in the wall. The investigator stated that the cause of the type iii endoleak was that two different stent grafts were used, one with the metal on the inside of the stent and the other with the metal on the outside. As a result, the stents were metal to metal which caused blood to flow between the two. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.